Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6).

Event description:
The customer reports that one patient sample ((B)(6)) tested on (B)(6) 2018 on an architect c16000 analyzer, generated the following results: sodium = 108 mmol/l; potassium = 4.0 mmol/l; and, chloride = 81 mmol/l. The results were reported and the patient's physician had the patient report to the hospital. A sample drawn at the hospital generated electrolyte results within the normal reference ranges (no actual results provided). The patient was not hospitalized and sent home. A new sample was then drawn and tested at the customer site on (B)(6) 2018 with the following results: sodium = 143 mmol/l; potassium = not ordered; chloride = 106 mmol/l. The instrument logs were reviewed and several error codes had been generated on the initial sample indicating a possible sample integrity issue. There was not enough of the initial sample to perform any further testing. There is no further impact to patient management reported.

Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no related adverse or non-statistical trends in conjunction with the complaint issue currently under evaluation. No non-conformances or deviations were found, which may have impacted the performance of the product. No returns were made available from the customer site. The architect system operations manual contain information to address the current customer issue. Based on the available information from the customer site and the results of this evaluation, there is no evidence to reasonably suggest that a systemic issue or product deficiency exists. Use error may have contributed to the customer issue as the customer did not investigate the cause of the error code 3375 (sample aspiration error) and the low patient sample results prior to releasing the suspect patient results from the lab.